Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4).

Event description:
The customer reported the screen is dark on this avea ventilator on power up. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) serial number aeu01530 for investigation. The failure analysis lab performed power cycle runtime routines and power testing, which found low voltage output on bt1 of the control board on the suspect uim. The fa lab was able to duplicate the customer reported event and determined that the cause was associated with the low voltage state of the coin cell battery due to material issue. This issue will be internally investigated within carefusion.